Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chipped adhesive at the lens and metal particles were noticed around the distal end albaran lever. A root cause could not be identified for the chipped adhesive. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure. A root cause for the metal particles could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited chipped adhesive at the lens and metal particles were noticed around the distal end albaran lever. There was no patient involvement.